Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for lead revision. It was noted that the right atrial lead exhibited loss of capture and sensing anomaly. During procedure, several attempts to reposition the lead was not successful. Lead helix would no longer extend and the lead was explanted and replaced. The patient was doing well and would continue to be monitored.